Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted using a perclose proglide device after a peripheral interventional procedure. Reportedly, when the plunger was removed, the suture was not retrieved. Another proglide was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.